Event description:
It was reported that the pump activated alarm 30 during pumping. There was no adverse impact to the customer's blood glucose level. With assistance from technical support, the customer successfully loaded a new cartridge following the appropriate technique and resumed insulin therapy.